Event description:
Caller reported blood glucose results of 229 mg/dl, 126 mg/dl, 75 mg/dl, and 314 mg/dl within 11 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.